Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an angiogram, the tip of the catheter dislodged. A new device was used to complete the procedure. No patient injury to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A photograph was provided by the account. The complaint is confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned at a later date, the investigation will be re-opened.